Event description:
It was reported to philips that the etco2 calibration test failed.

Event description:
It was reported to philips that the etco2 calibration test failed. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed. Upon conclusion of the evaluation, it was determined that this was a malfunction of the etco2 not being calibrated. The etco2 was calibrated and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.